Event description:
It was reported that this right ventricular (rv) lead was exhibiting gradual increase of shock impedance out of range. Technical services (ts) was consulted and recommended a commanded shock prior to replacement. The lead remains in service. No adverse patient effects were reported.